Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had an indwelling ureteral stent for drainage due to the operation of left kidney stone on (B)(6) 2021. Patient experienced hematuria, frequent urination, urgency, and dysuria repeatedly after the operation. The symptoms could be relieved by anti-inflammatory treatment, but they recurred from time to time. On (B)(6) 2022, the ureteral stent was removed. During the operation, the surface of the ureteral stent was covered with a large number of small stones, and there was a lot of pus moss on the surface. The patient experienced no significant discomfort after the surgery. It was mentioned that recurrent urinary tract infection and stone crystal deposition resulted due to foreign body reaction after indwelling the ureteral stent.

Manufacturer narrative:
The reported event is inconclusive because no sample was returned for evaluation. A potential root cause for this event could be, "material selection". The device was used for treatment purposes, however, it is unknown if it had met all relevant specifications or contributed to the reported event. No manufacturing issues or non-conformances were noted in the DHR review that could have caused or contributed to the reported event. Based on the results of the investigation no additional action is required at this time. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and/or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual patient¿s condition and other patient specific factors. When long-term use is indicated, it is recommended that indwelling time not exceed 365 days. The stent is not intended as a permanent indwelling device." The device was not returned.

Event description:
It was reported that the patient had an indwelling ureteral stent for drainage due to the operation of left kidney stone on december 27, 2021. Patient experienced hematuria, frequent urination, urgency, and dysuria repeatedly after the operation. The symptoms could be relieved by anti-inflammatory treatment, but they recurred from time to time. On (B)(6) 2022, the ureteral stent was removed. During the operation, the surface of the ureteral stent was covered with a large number of small stones, and there was a lot of pus moss on the surface. The patient experienced no significant discomfort after the surgery. It was mentioned that recurrent urinary tract infection and stone crystal deposition resulted due to foreign body reaction after indwelling the ureteral stent.